Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occured in spain. A patient reported experiencing two incidents of kinked cannulas in their infusion sets. The first incident occurred on (B)(6) 2025, and the second on (B)(6) 2025. In both cases, the patient noticed symptoms within three hours of inserting the infusion set. All affected infusion sets were inserted in the abdominal area.patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.